Event description:
It was reported by the service center that the turbine did not rotate with an audible alarm during testing of the ventilator. The ventilator was not connected to a patient when the reported problems occurred.